Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, broken battery tube threads.

Event description:
The customer reported via phone call that the crack on top of reservoir and battery compartment. The customer¿s blood glucose level was 119mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.